Manufacturer narrative:
(B)(4).

Event description:
It was reported elevated pacing threshold and lead impedance were observed suspected to be due to tissue damage from lead pulling after the patient fell from a tree early in the year. The physician does not attribute the fall to the lead functionality. Fluoroscopy showed the placement of the lead was not compromised. The pace/sense portion of the lead was capped and replaced. The patient is fine after procedure and will be followed up normally.